Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that for the last week they have been having problems with their interstim device. Patient stated they typically use programs 4 and 5 because the other ones give them too much sensory stimulation. Patient went to turn it down but when they turned it on it gave them a message immediately saying they were at their maximum. Patient said it was set at 3 which they know isn't the maximum. They turned it off to reset it and when it was turned back on it would only go up to 0.3. Patient tried different programs and the same thing happened. Patient turned the whole thing off and on multiple times and tried program 3 instead which they usually don't use and they were able to get it up to 2.8. Patient left it alone for a week because it was still bothering them a bit with the sensory stimulation but when they went back today it would go up and say you are at your maximum on 4 or 5 and they know that's not the maximum and a couple times they got a message like the device is malfunctioning and something is wrong with it and it encountered an error. Patient confirmed they have not had any falls, traumas or surgeries that could have damaged their lead wire. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.